Event description:
During product evaluation by baxter service personnel, a colleague infusion pump experienced failure code 403:317:871:0000. This condition interrupted delivery as the pump was being tested. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available. The user interface module software version of this device is currently unknown.

Manufacturer narrative:
(B)(4). Evaluation summary: the condition of a colleague infusion pump with a failure code 403:317:871:0000 was found in the pump's event history. The assignable cause was determined to be a defective user interface module printed circuit board (uim pcb). The uim pcb was replaced to fix the reported condition. Baxter has received similar reports for the reported problem. The root cause investigation is in progress through (B)(4). A service history review revealed no previous service events were related to the reported condition. This involved a remediated colleague 2006 infusion pump with user interface module master software version 6.13.90.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.